Event description:
Device report 1 of 2. Reference MFR report: 1627487-2012-09691. It was reported the pt had been experiencing a heating/burning sensation at the ipg pocket site regardless whether stimulation is in use or not. The pt also indicated that recharging of the ipg does not increase this sensation. The pt did not indicate the feeling was strong enough not to use the stimulator but just that it was present. The pt said he has not fallen nor had any accidents. No signs of redness, swelling, or infection have been observed. In addition, the pt has also been experiencing inadequate pain relief with the given programs even with maximum amplitude settings. A full parameter diagnostic showed valid impedance values. Replacement of the external device and reprogramming did not resolve the issue. Surgical intervention is pending.

Manufacturer narrative:
This ipg serial number is included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.